Event description:
During an endoscopic procedure, the physician used a cook fusion zilver biliary stent system. The physician advanced the stent introduction system over a pre-positioned wire guide into the duct. The physician was unable to deploy the stent. The introduction system was removed from the patient. Upon removal of the introduction system, the physician observed a section of the introduction system was missing from the distal end. Biopsy forceps were used to remove what was reported to be "a little plastic in the duodenum", most likely the distal tip of the introduction system. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(6). (B)(4). Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. A (B)(4) from the lot number provided in the report was returned to cook for evaluation. However, the distal tip of the introduction system remains securely attached. No section of the introduction system was missing. The stent was deployed during our laboratory evaluation. Difficulty with stent deployment was not encountered. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because no section of the stent introduction system was missing. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all fusion zilver biliary stent system are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because, the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.